Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error alarm. Customer¿s blood glucose was 105 mg/dl at the time of incident. Drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display. Motor pass motor test.